Manufacturer narrative:
G1. Manufacturing site name and address updated from "medical woody springs b/p" to "medical silicon valley b/p".

Manufacturer narrative:
The following information was corrected: the gore® excluder® aaa endoprostheses featuring c3® delivery system was manufactured at phoenix, the medical phoenix 2 b/p, the manufacturing site# 3007284313 not at the medical woody springs b/p or the medical silicon valley b/p as was reported earlier. G1. Manufacturing site name and address were updated.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. (B)(4). The device remains implanted and is not available for analysis. The cause of endoleak is unknown. It was mentioned that the patient¿s aorta was tortuous. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
The following was reported to gore: on an unknown date, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2021, a type I endoleak was observed, and a reintervention took place. The aneurysm enlargement was not reported and the cause of endoleak was unknown. It was mentioned that the patient¿s aorta was tortuous. An aortic extender component was deployed at the right side just below the right renal artery, however, the endoleak remained. The second aortic extender component was deployed subsequently but the endoleak was not resolved. So, a coil embolization procedure was additionally performed; however, the proximal type I endoleak was eventually remained, and the physician elected to monitor it. The patient tolerated the procedure.